Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that as of 2025-jul-21, surgery had not been scheduled yet.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that following the replacement of an ins on a quad, an adaptor was fitted. The impedances were checked intraoperatively and found to be between 1500-1700ohms. When the patient woke up, she no longer felt the usual paresthesias with the same programming. The doctor increased the intensity to 22 without any feeling on the part of the patient. There were no known environmental, external, and patient factors that may have caused the event. Troubleshooting performed was control of impedances plot by plot lying and standing, change of programming configuration (programming of different plots, increase in pulse width, increase in frequency from 50hz to 80hz) without experiencing parethesias. Post-operative x-ray identical to the one taken before the stimulator was changed. The doctor asked the patient not to switch her stimulator back on until tuesday (B)(6) on (B)(6), a check should be carried out to see if the paresthesias have returned. Medtronic will be present to take the medtronic data report. The issue was not resolved at the time of the report. From the provided session report impedances of 4227 were seen on contact 3.

Manufacturer narrative:
G2. Foreign: ch medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep) reporting that the cause was not determined. The hcp thinks there is a problem with the material, either the extension or the adapter. The hcp was going to talk to the patient to find a date and take her back to the or. She was going to remove the adapter and the extension and put a different extension in it¿s place.

Manufacturer narrative:
Continuation of d10: product ID 34872836, serial# (B)(6), implanted: (B)(6) 2002, explanted: (B)(6) 2025, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was confirmed that only one electrode had high impedances, the two leads were not MRI models, so they changed the two electrodes to have the possibility of full-body MRI.

Manufacturer narrative:
H6: please note that method code b18 applies to the lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received stated that the patient¿s leads were replaced on (B)(6) 2025. Impedance testing was performed in the operating room and found ¿they were normal.¿ it was noted the patient was ¿relieved again¿ following the connection of the patient¿s replacement leads to their ins. No further complications were reported or anticipated.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep) re-stating that following ins replacement, the patient can no longer feel paresthesia in their painful area. A session report was provided which showed the implant was in oor. The rep clarified that the impedance measurements that were taken were measured with the new implant (intraoperatively 1500-1700 ohms but post-implant session report noting 2500-4200 ohms). Technical services suggested the hcp could consider a revision of the system or one of the system components to see if the proximal end of the pocket adaptor was fully inserted in the battery slot. The rep noted the cause of the lack of paresthesia and impedances over 4000 ohms was not determined; the rep passed along guidance provided by technical services to the hcp and stated they were planning on seeing the doctor on (B)(6).

Event description:
Additional information was received from the manufacturer representative (rep) stating the patient had surgery on august 8th for replacement of the extension, removal of the adapter, and testing with a wireless external neurostimulator (wens) in the operating theatre in which impedances were still high. They noted the doctors think that the electrode is defective. The issue was not resolved, the doctors decided to leave the stimulator in place and replace the electrode at the end of the year as the patient did not want another operation at the time. There was no planned surgery for this replacement at the end of year.

Manufacturer narrative:
Continuation of d10: product ID 3487 product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 34872836 serial# (B)(6). Implanted: (B)(6) 2002: product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the health care provider of a clinical study reporting that the impedances were high but not to avoid. This event resulted in hospitalization, prolongation of existing hospitalization, emergency room visit, urgent care visit, and unscheduled clinic/office visit. Since the patient did not want to do anything, the ins was switched off. Outcome was resolved without sequelae on (B)(6) 2025.